Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy. The implantable neurostimulator (ins) was originally for right buttock and hip pain. It was noted the patient was having a real problem with it. The patient was having severe pain in the buttock and the ins had moved around some. There was a fall that could have been related to this issue as the patient had a fall a long time prior to the report, about four months prior, where she fell flat on her stomach. There were no recent medical tests or electromagnetic environmental exposures. The patient could not walk, her right hip hurt so bad to take a step, had trouble forgetting, the pain took her breath away, did not feel good, and was shaky. This occurred at the right hip and buttock. The patient thought something in her had moved. It felt like it was against a nerve in her back. The fall occurred about 4 months prior to the report and the right buttock and hip pain occurred the month of the report. Relevant medical history included chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.